Event description:
It was reported that a cartridge alarm occurred, specifically cartridge alarm 20, which had been previously reported by the customer. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. Technical support arranged for a new pump with updated software to be sent to the customer, who acknowledged understanding of the steps to take upon its arrival, including returning the problematic pump within 10 days.